Event description:
It was reported that the patient fell at work on (B)(6) 2002 and subsequently developed low back pain. On (B)(6) 2002 the patient underwent lumbar discography at l3-4, l4-5, and l5-s1 secondary to complaints of low back pain. The patient demonstrated positive concordant pain response at l4-5, and s1. He was subsequently diagnosed with lumbar discogenic syndrome. On (B)(6) 2003 the patient was hospitalized to undergo anterior retroperitoneal lumbar interbody fusion at l5-s1 with rhbmp-2/acs and cage instrumentation. The interbody cages were packed with a collagen sponge containing bone morphogenic protein and placed in the l5-s1 disc space. Once the cages were in place, the remainder of the rhbmp-2/acs was placed in between the cages and the wound was closed. The patient tolerated the procedure well. On (B)(6) 2008 the patient underwent an initial pain evaluation. He complained of a six year history of chronic low back pain and bilateral lower extremity pain associated with weakness, numbness, and tingling. He reported that he did not have pain relief following surgery. His pain was exacerbated by bending or standing. He rated his pain at 9 out of 10. The patient¿s gait was antalgic and he walked with the use of a cane. He was unable to do a heel/toe walk. On (B)(6) 2011 the patient underwent an x-ray of the pelvis and left hip following a one week complaint of left hip and buttock pain. The results were unremarkable, including with respect to the sacroiliac joints. On (B)(6) 2011 the patient underwent a lumbar spine MRI with and without contrast. The results revealed asymmetric disc bulging or a shallow protrusion towards the left at l3-l4 contacts, exiting the left l3 root at the foraminal exit, disc bulging also with asymmetry towards the left raising suspicion for shallow left lateral disc protrusion , at l4-5 narrowing the left neural foramen and contacts the exiting left l4 root. The right neural foramen was also very mildly narrowed at that level due to disc bulging and facet arthropathy. Post-operative changes at the l5-s1 level were seen within the disc interspace. No disc protrusion or canal or neural foraminal stenosis was evident at that level. On (B)(6) 2011 the patient underwent lumbar epidural steroid injections. The medical records indicate that beginning in (B)(6) 2010 to (B)(6) 2013 the patient was seen in the clinic on a monthly basis for pain management. He complained of chronic throbbing low back pain that radiated to his lower extremities. He concurrently experienced numbness and tingling of his lower extremities and back and weakness in his legs when walking. He was treated with physical therapy, a bone stimulator, a tens unit, various opioid analgesics, muscle relaxers, and medications to treat neuropathic pain. Activity worsened his pain and also aggravated his bilateral knee osteoarthritis. He was diagnosed with failed back syndrome, post-laminectomy syndrome, and lumbar degenerative disc disease. His pain remained fairly well controlled with pain medication.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.